Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented for a device change, right ventricular (rv) lead externalized conductors was observed upon fluoroscopy. The lead was functioning normally and would not be changed. The lead was being monitored. The patient was stable.